Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), failed batt test. The customer reported no adverse event. The event involved product(s) mmt-1881. Customer reported receiving battery failed alarm. Customer reported that battery cap contacts are not damaged. Customer reported that battery compartment is damaged. Advised customer that pump will be replaced. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1881 was requested and customer response was the device will be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
During testing, the pump passed the sleep current measurement, active current measurement, self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The test battery was removed and reinserted with no failed batt test alarm noted. The pump was received with cracked battery tube threads and cracked case at the battery tube side near the battery compartment. No damage noted on the reservoir compartment. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, scratched keypad overlay, peeling keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button and stained keypad overlay. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 05-dec-2024 in the pump history file. (B)(6) 2024 21:43:15.000 alarmalertnotification (40). Faultnumber: nodelivery (7) - during basal. (B)(6) 2024 02:31:00.000 alarmalertnotification (40). Faultnumber: lostsensor1alert (780). (B)(6) 2024 02:47:00.000 alarmalertnotification (40). Faultnumber: lostsensor2alert (781). (B)(6) 2024 18:08:47.000 batteryremoved (55). (B)(6) 2024 18:08:47.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). (B)(6) 2024 18:08:51.000 batteryremoved (55). (B)(6) 2024 18:09:27.000 alarmalertnotification (40). Faultnumber: postresetramcrcalarm (23). (B)(6) 2024 18:09:39.000 alarmalertnotification (40). Faultnumber: battoutlimit (6). (B)(6) 2024 18:09:47.000 alarmalertnotification (40). Faultnumber: battoutlimit (6). (B)(6) 2024 21:30:08.000 batteryremoved (55). (B)(6) 2024 21:30:08.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 13.3 mmol/l on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump error 23 and battery out limit alarm were expected due to the battery removed and the pump's time reset. Nodelivery (7) alarm not confirmed. Lost sensor alert not confirmed. Pump error 23 not confirmed. Battoutlimit (6) not confirmed. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, pcba2 and motor. No damage noted on the force sensor. No corroded battery tube noted. Damage (physical or cosmetic) confirmed at the back of the pump (cracked battery tube threads and cracked case at the battery tube side near the battery compartment). Failed batt test not confirmed. Moisture damage was found during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.